Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-jul-2017, the fse replaced the cup transfer z-axis motor and tested operation. The drive current and application of tech bulletin t104 were verified. The customer ran daily maintenance and controls without error. The analyzer was performing to specification upon completion of service. The most probable cause of the reported event was failure of the cup transfer z-axis motor.

Event description:
On (B)(6) 2017, the customer reported receiving error 4151, cup transfer z home detection error, on their aia-900 analyzer. The customer was advised to check for dropped cups. A stuck cup was removed from the pickup chuck and the sensor was cleaned. The error recurred and the run was aborted. The customer removed another stuck cup. It was noted that the sensor was moving up and down. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.